Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with the reported malfunction, insert clamp; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an insert clamp alarm was confirmed during product evaluation. This condition was caused by corrosion in the safety slide clamp sensor. The safety slide clamp sensor and contacts were cleaned and resoldered to correct the reported condition. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.